Manufacturer narrative:
During the procedure, the spring detached (deltapaq platinum microcoil -(B)(4)) in the part of the probe that was still outside of the patient before it is withdrawn at the angled probe. The event resulted in a longer procedure. No patient or vessel code information provided, and no further information or product was received. The product was not received for analysis, but a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the limited information and without the device, the reported event could not be confirmed or determined the cause of the event. However, the review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the spring detached (deltapaq platinum microcoil - dfs10051020/c18009) in the part of the probe that was still outside of the patient before it is withdrawn at the angled probe. The event resulted in a longer procedure. No patient or vessel code information provided.

Manufacturer narrative:
During the procedure, the spring detached (deltapaq platinum microcoil -dfs10051020/c18009) in the part of the probe that was still outside of the patient before it is withdrawn at the angled probe. The event resulted in a longer procedure. No patient or vessel code information provided, and no further information or product was received. The following summary is based on very limited information being reported. The detached coil was found stuck inside the terumo microcatheter. The coil was mechanically detached. The proximal section of the coil was found to be stretched. The distal section of the coil was intact with a large amount of a blood and protein mixture adhering to the coil. The tip coil section was returned severely kinked and the distal tip of the outer sheath was compressed. This evidence highly suggests that a form of interference may have anchored the coil. The returned microcatheter was inspected and found to be undamaged. There are two possible contributing factors to the coils unintended mechanical detachment and stretching. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have been the selection of a microcatheter greater than an 18 series microcatheter that was used with a 10 series microcoil system. The coil may have buckled and became anchored inside the microcatheter. When the coil was retracted, the anchored coil stretched and mechanically detached from the device positioning unit (dpu) via the detachment fiber. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of the returned terumo microcatheter was found to be 0.025¿. The secondary possible contributing factor to the unintended mechanical coil detachment inside the microcatheter may have been due to distal interference that may have caused the coil to be anchored. When the anchored coil was retracted an unintended mechanical detachment may have occurred. One source of interference may have occurred if a constant pressurized flush was interrupted causing a concentration of detached debris to form in the microcatheter which may have anchored the coil causing a unintended detachment and stretching inside the microcatheter if this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The first failure reported as ¿premature detachment¿ was confirmed since the embolic coil was stuck inside microcatheter, and the coil was mechanically detached. The elongation may have occurred when excessive force was applied causing the support coil to come apart from the rest of the device. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.